Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined. Based on the report of oekg, omsc surmised it might be occurred due to a fatigue by repeated manipulating. If additional information becomes available, this report will be supplemented.

Event description:
The service department of olympus (B)(4) se & co. Kg (oekg) was informed from the user that the forceps elevator wires of this subject device were cut at the unspecified timing. At the incoming inspection for the repair, the service department of oekg identified some of the wires that composes the forceps elevator wire of the subject device were cut and raised. There was no report of patient injury associated with this event. The user facility did not provide the other detailed information.